Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-10757 and 2134265-2017-10780. It was reported that during a percutaneous transluminal coronary angioplasty to treat coronary artery disease, thrombus and cardiac arrest occurred. The patient presented to the hospital with breathlessness and chest pain, and was taken to angioplasty. A mildly calcified, total occlusion of the proximal to distal right coronary artery (rca) was identified. The lesion contained a bend that measured between 45 and 90 degrees. The physician decided to perform an emergent primary percutaneous coronary intervention in response to myocardial infarction. Antiplatelet medications ticagrelor (180mg) and ecosprin (325mg) were administered. Vascular access was obtained from a femoral access site. The physician ¿escalated¿ unknown wires and, following predilatation with an unknown balloon, a 24 x 3mm promus premier¿ drug eluting stent was placed in the distal rca. A 28 x 3.5mm promus premier was then placed at the mid rca, and a 32 x 3.5mm promus premier in the proximal rca. The stents were well apposed. There was a gap noted between two of the stents; post dilatation was performed on the overlapping segment using a 12 x 3.5mm unknown balloon. Following post dilatation, thrombus was observed in the rca; it was not known if the thrombus was near or in the stents. The thrombus was removed using a thrombosuction catheter, and flow was maintained. Nikoran and nitroglycerin were administered. The patient then experienced cardiac arrest and died on the table. The physician¿s assessment as to whether the event was related to the device was unknown.